Event description:
It was reported that during photo selective vaporization of the prostate procedure the fiber shoots straight and to the sides. This laser fiber was physically broken at the exposed glass tip. A new fiber was used to complete the procedure. There was no patient complication.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that during photo selective vaporization of the prostate procedure the fiber shoots straight and to the sides. This laser fiber was physically broken at the exposed glass tip. A new fiber was used to complete the procedure. There was no patient complication.

Manufacturer narrative:
With all the available information, boston scientific concludes that in the tip was observed a distal circumferential fracture. Visual analysis identified the fiber presented with severe detritus (charred tissue adhesion) and severe devitrification (crystallization of the output window). This detritus and devitrification are normal degradation of the fiber and occurs through fiber use and should not be considered a failure mode. It is caused by heat accumulation at the fiber tip causing tissue to adhere to the tip and the glass at the firing window to crystallize. The fiber was functionally tested with the hene laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber passed the connector segment verification test, indicating there were no connection issues. The control knob was attached and aligned with fiber and could rotate the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. According to the instructions for use (IFU), there is no evidence that the device was not used in accordance with the IFU. A DHR review did not identify any manufacturing issues that could have contributed to the reported event. Based on analysis result, analysis did not identify a broken fiber tip besides the identified distal circumferential fracture with a firing output rate below the threshold for potential patient harm, and the procedure was completed without patient complications. The interaction between the user and device, or sample, caused or contributed to the error. Based on all available information this investigation is assigned a cause of unintended use error cause or contributed to the event. Therefore, information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during photoselective vaporization of the prostate procedure the fiber shoots straight and to the sides. A new fiber was used. No further information was provided.